Event description:
The surgeon noted that during use of this bur in a lumbar vertebral procedure, it began vibrating aggressively, the attachment on the handpiece became hot and metal shavings fell into the surgical site. The surgeon reported that he could not retrieve all the metal shavings from the surgical site. There is no known injury related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec is unable to complete an investigation because the devices will not be returned for evaluation. According to our distributor, the surgeon used the bur to plunge cut. The instruction manual for this handpiece informs the user: do not use burs for plunge cutting. Damage or injury may occur. Dull burs may cause heat build-up in the handpiece and the bone. It is recommended that single-use burs be used. The customer has been advised of this info. The other report numbers generated for this event are: 1017294-2008-00006, 1017294-2008-00113, 1017294-2008-00116.